Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colon biopsy procedure performed on (B)(6), 2009. According to the complainant, during pretesting, it was noted that the jaws would not open properly, as only one jaw was functional. No device damage was reported. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; pull wire broken.

Manufacturer narrative:
(B)(4) - (won't open). A visual examination of the returned device found one pull wire broken at the z bend; device crimping and riveting were within specifications. Further analysis noted that there were no material anomalies. The fracture appears to have occurred as a result of a twist or torsional motion. However, the exact root cause of this event could not be determined. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A review of the device labeling was performed and no anomaly was found. (B)(4).